Manufacturer narrative:
This is a follow up to an MDR submitted. There is a correction to the following information. Manufacturer name, city and state- establishment name, has changed from sorin group to livanova (B)(4). Device available for evaluation - device availability has changed to yes. MFR site- establishment name changed from sorin group to livanova (B)(4), phone number for (B)(6) has been updated in correct format, 2nd establishment name has changed from sorin group to livanova USA. Additionally, the heater-cooler was returned to sgd for deep disinfection, final test results confirm unit was returned to customer germ free.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the customer is unaware of any patient infections directly related to the contaminated unit. The customer stated that the unit was tested following completion of a disinfection cycle. The test results are not available at this time. The water is tested routinely by the facility and disinfection cycles are performed on a regular basis. The customer stated that the unit is still in use, and is placed outside the operating room. The customer plans to return the heater-cooler unit to sorin group (B)(4) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t grew acid fast bacilli after a few weeks of incubation. There is no known patient involvement.